Event description:
Tandem pump battery died over night after being charged. This resulted in overnight hours of not receiving insulin causes dka which required going to the emergency department and then admission into the ICU.